Event description:
Caller states a neonate pt received result of 63 mg/dl on the sensor system, and result of 47 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot number and exp date unk). Reference medwatch report with pt identifier (B) (6) for the suspect device used in the performa system.